Event description:
It was reported that a pt suffered a partial occlusion of the internal iliac artery due to an incorrectly sized stent (18cm vs 16cm). No additional medical intervention was originally implicated. However, f/u has determined that the pt has suffered clinical issues since the operation; reportedly the pt is no limping.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed. Device manufacture date is not available at this time. This info will be provided in a supplemental report.